Event description:
Two driver tips broke off in screw head during screw insertion.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.